Event description:
Customer's husband reports back to back testing on the same meter while using the aviva system with result of: 20 mg/dl to 244 mg/dl; 244 mg/dl to 21 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.